Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found medium alarm displayed: cassette partially unlatched. During the functional testing, the customer problem was confirmed. The device displayed a cassette alarm. The lock and the flex circuit sensor will be replaced to resolve this issue. A service history review found that the device was for repair in december of 2023 under cn-(B)(4).

Event description:
It was reported that the pump had been sent for repair. Device evaluation revealed the pump displays during running a cassette alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.